Event description:
According to the reporter: the fathom of the endocatch ripped during moving. All were from the same lot. No person injured, no extension of operating time, no blood loss, no extension of the incision, no change of operating procedure, no loss or damage to tissue. Nothing fell into patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/19/2015. Based on review of the file, this report was updated from a malfunction to a non-reportable event.